Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-02693. It was reported the pt lost stimulation therapy from his scs system approximately two weeks ago. A sjm rep met with the pt, and a system diagnostics revealed that all of the leads contacts have high impedance. The pt stated he feels the stimulation in his ribs and near the ipg site. X-rays taken indicated the pt's 3163 model lead has migrated. The pt has requested to have his scs system explanted. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.